Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd insyte¿ IV catheters experienced a needle through catheter while introducing catheter. Product defect occurred prior to use. The following information was provided by the initial reporter: a catheter didn¿t advance after its placement to establish an IV route; when pulling out and checking it, hcp found a splinter on the catheter. The same issue occurred with the second catheter. When checking the third one upon unsealing, a slight splinter was also found. Other staff also experienced the same incident on may 19. Insyte catheters from the same lot were collected.

Manufacturer narrative:
H.6. Investigation: six photos, one actual sample, and 41 representative samples were received by our quality team for evaluation. Visual inspection of the actual sample showed catheter tip integrity, confirming the customer experience. The representative samples were subjected to visual inspection under a microscope and no catheter tip integrity was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed, the catheter tip integrity observed on the returned sample could be due to wrong product application or during the assembly process. The sample was tested in the automated vision system. The vision system was able to reject the non-conformance and the sample was sent to the reject bin. Therefore, the root cause could not be determined.

Event description:
It was reported that 3 bd insyte¿ IV catheters experienced a needle through catheter while introducing catheter. Product defect occurred prior to use. The following information was provided by the initial reporter: a catheter didn¿t advance after its placement to establish an IV route; when pulling out and checking it, hcp found a splinter on the catheter. The same issue occurred with the second catheter. When checking the third one upon unsealing, a slight splinter was also found. Other staff also experienced the same incident on may 19. Insyte catheters from the same lot were collected.